Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured on four electrodes at the time of lead implant. The impedances were measured using a screening cable and were measured at 3 volts. The lead was replaced at that time and the issue was resolved with no additional intervention requested. There was no surgical intervention planned or undertaken and the patient was alive with no injury following the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found no anomaly. When tested with a known good external neurostimulator (ens), screening cable, and physician programmer, ¿normal impedances were measured on all circuits and electrode pair combinations.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.